Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during preparation for a drainage treatment procedure, core lumen was blocked. The physician selected a flexima regular all purpose drainage catheter for an unspecified drainage procedure. As the device was removed from its packaging, it was noted that the core lumen was blocked. The device was not used and the procedure was completed with another of the same device. However; returned device analysis revealed a white residue on the catheter.

Manufacturer narrative:
(B)(4). The device was returned with the cannula loaded and stuck on the tip catheter. A transversal cut made to the tip of the catheter shows the cannula was stuck located inside the profile tip. Moreover the catheter presents a white residue. When attempting to remove the cannula, the catheter extrusion at the distal ends buckled/accordion. After remove the cannula, a 0.038" mandrel was inserted and passed freely and no occlusions were found. The metal cannula's od, tip step, catheter length, and cannula length were all measured to be within product specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the cannula stuck in the distal tip unable to be determined. The most probable root cause of white residue was determined to be related to packaging design. (B)(4).